Event description:
The customer reported erroneous beta human chorionic gonadotrophin (bhcg) and dil-hcg (human chorionic gonadotrophin) results, for multiple patients, involving the access 2 immunoassay system. Initial analysis on four patient samples produced tbhcg2 and/or dil-hcg2 results of 0.00 miu/ml and/or no value and ind (indeterminate) flagged results. Upon repeat analysis, on the same access 2 system, the patient samples recovered positive tbhcg2 and/or dil-hcg2 results. Further review of the reagent inventory lists, for the laboratory's primary access 2 system and the alternate access 2 system, reveals tbhcg2 reagent pack had been shared between the two systems. It was determined the reagent pack was used for more test repetitions (57 total tests performed) than the recommendation stated in the assay's instructions for use (IFU) (50 tests/pack). The erroneous results were released out of the laboratory and questioned by the physician as the values did not correlate with the patient's clinical history. There was no report of patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Operator error contributed to the event. System check, performed on (B)(4) 2012, was within service specification. The customer was advised the instrument was overdue for system check. System check, performed on (B)(4) 2012, failed with quantity not sufficient (qns) errors on the washed portion. When repeated, system check failed again with system errors on all unwashed replicates. There were no error messages posted in the event log. The customer repeated system check and stated it passed within specification. The customer stated all levels of quality control (qc) were recovering within range prior to the erroneous result.